Event description:
It was reported that 2 incidents occurred with distal caps falling inside patients and were lost during 2 different unknown procedures. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report. Though 2 occurrences are reported by the customer with the distal caps falling inside patients, these events require 4 reports due to the associated scopes to report the distal covers. Below are the patient identifiers for the endoscopes and the distal covers: 1) patient identifier (B)(6) , single use distal cover, model- maj-2315, sn-unk. 2) patient identifier (B)(6) , evis exera iii duodenovideoscope, model- tjf-q190v, sn- unk. 3) patient identifier (B)(6) , single use distal cover, model -maj-2315, sn-unk. 4) patient identifier (B)(6) , evis exera iii duodenovideoscope, model- tjf-q190v, sn- unk (this report).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event (distal cover detachment) was likely caused by insufficient attachment. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 ¿ section 4.1 detection. Operation manual: chapter 3 ¿ section 3.5 preventive measures. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information received from the customer has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the location in the patient¿s body where the distal cover dropped off could not be provided. Although, it was reported that the distal cover was not retrieved from the patient¿s body, it was confirmed that the patient was not harmed. Since the customer could not provide any device details, it is unknown if the distal cover was a product before or after the design change. It is unknown if an anti-fog agent was applied to the scope lens, or if chemicals were used during the procedure that could have adhered to the tip of the scope or the distal cover. It is unknown if the distal cover was pulled and twisted after attaching to the scope to ensure that it did not easily detach. It is unknown if the distal cover was firmly pushed in until the hook of the distal ring was visible. Finally, it is also unknown if it was confirmed that the distal cover was not damaged after it was attached to the scope. Furthermore, it was reported that retraining was conducted with the customer since the incident was reported to olympus.